Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate shock was delivered due to incorrect interpretation of supraventricular tachycardia on an implantable cardioverter defibrillator. Programming changes were discussed, but no changes or intervention was reported. The patient condition was unknown.